Event description:
It was reported that the patient had been experiencing increasing pain over the prior few months. The pain was becoming more severe; it was in the back and went from the buttock to foot. The severity was considered mild, which indicates that it did not interfere with the patient¿s normal level of functioning in a significant manner. A catheter access port study was performed, but they were unable to aspirate from the catheter and extravasation of dye around the v-wing anchor was seen. About a month later, an MRI was performed with contrast and there was an abnormal collection of fluid seen around t12-l1. It was determined that the catheter was broken or had been cut and was leaking at the anchor. The pump and catheter were both replaced. The event was considered resolved without sequela and there was no patient injury. The device system was used to deliver clonidine and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the etiology of the event was related to the device (pump) or therapy and not related to the implant procedure. The patient was receiving clonidine 500 mcg/ml at 392.14 mg/day and bupivacaine 20 mg/ml at 15.686 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found over-infusion with undetermined root cause. Analysis of the catheter found catheter body hole that was not user related. Analysis of the catheter also found catheter body hole or tear caused by catheter connector pin.